Event description:
It was reported that the patient presented with a history of non-st elevation myocardial infarction (nstemi). On (B)(6) 2022, a 3.00x15mm and 4.00x23mm xience skypoint stents were implanted . On (B)(6) 2022, the patient was re-hospitalized experiencing ventricular fibrillation and going into cardiac arrest. On (B)(6) 2022, percutaneous coronary angioplasty (ptca) was performed. A 2.25x33mm xience skypoint stent and a non-abbott stent were implanted. There was no adverse patient sequela. On (B)(6) 2022, the patient was discharged. No additional information was provided.

Manufacturer narrative:
The previous report was submitted on 9/15/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ventricular fibrillation is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.